Event description:
Ous MDR - after an implantation period of 61 months noise and oversensing without shocks was reported. The lead was explanted but was severely damaged during extraction procedure and was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information provided has been carefully analyzed. The available trend curves showed a varying pacing impedance in (B)(6) 2016 with one decrease down to less than 200 ohms as reported in the complaint description. Furthermore noise on the rv channel could be confirmed which led to vf detection without shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.